Event description:
It was reported that (1) atw45 was used during a lap donor nephrectomy procedure. It was reported by the rep that the surgeon was using the atw45 to staple across the renal vein and renal artery. The stapler did not form a staple line, but did form a cut line. The renal vein and artery started to bleed uncontrollably. The surgeon was forced to open the pt and the case was completed. There was extended or time by one hour and three day hosp stay.